Manufacturer narrative:
(B)(4). All pertinent information available to (B)(4) has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (model zxr00, +23.5 diopter) was explanted in a secondary procedure due to unexpected postop refraction error. Model zxr00, with a smaller diopter of +22.5 was implanted as replacement lens for the patient. Patient was not yet discharged after explant as she had corneal edema on 4th day post op. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 3/7/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The product was received dry in a container. Visual inspection with the unaided eye showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.